Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that patient received approximately 1/2 of intended drug. The pump volume reading was zero (infusion complete), but cassette had visible drug. It was stated that the pump was connected to a patient when the error/event occurred. Continuous infusion rate: 1.8 ml/hour. Total reservoir volume: 85ml. Given: 45ml. Air detector was off. Upstream sensor was on. Length of infusion: 46 hour. Lock level: lock keypad. A cstd was used to fill the cassette. The pump was used to prime the extension tubing. There was patient involvement and no patient harm/adverse event reported.